Event description:
Information was received that device had lec 1870. Incident occurred during testing; no patient involvement.

Manufacturer narrative:
Other, other text: device evaluation summary: one smiths medical cadd legacy was returned for analysis. The visual inspection of the pump found that the pump sound was distorted. Review of device history log found the reported event in the device history log. Functional testing included running the pump in user mode and disassembling for further investigation. The reported "ec 1870/1871" problem was duplicated. When the pump was opened it was determined that the cam sensor was damaged. The orange wire had broken away from the sensor. Problem source could not be identified.